Manufacturer narrative:
Device evaluation: visual analysis identified device was ruptured. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "peri prosthetic hull with inflammatory granuloma without suppurative homelessness."

Event description:
Healthcare professional reported device rupture and ¿a peri prosthetic hull with inflammatory granuloma without suppurative homelessness." Device has been explanted. This report relates to the right side.